Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were getting alarm 113 (reduced water temperature control) on arctic sun device s/n (B)(6). Targeted temperature (tt) was 37c, patient temperature (pt) was 37.3c, water temperature (wt) was 31.9c, chiller temperature (t4) was 4.1c. Mixing pump command 100%. Advised sending device to biomed marked as alarm 113, not cooling. Per follow up information received via phone on 13apr2026, transferred to the biomed who confirmed a faulty mixing pump would be replaced onsite.